Manufacturer narrative:
Additional information was received on (b)(64) 2019 indicating that there was no patient involvement in this event. Device evaluation completion date: 10/08/2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens and damaged air in line sensor. Event log history was performed and indicated that the log was cleared by the customer and only their testing was in there not actual usage. During analysis, the customer's reported concern regarding "defective air sensor" was confirmed. Service replaced the air sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump had defective air sensor. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.